Event description:
The customer reported that during a nissen fundoplication with a hernia repair, the device had been used approx 30 to 50 times successfully. During one application, the surgeon inadvertently cut tissue prior to sealing it. The amount of blood loss was not provided. There was no pt injury. The device was not retained by the site as there was no product problem reported.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.